Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to emergency room and hospitalized for diabetic keto acidosis on (B)(6) 2021. Blood glucose reading was 600 mg/dl. The customer stated they had symptoms such as weakness and thirsty. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with intravenous drip and stayed in intensive care unit for two days. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.